Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure the forceps jaws would not close. Therefore, a specimen could not be taken. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Caller states that patient reportedly received the following results on the inform system with comfort curve strips, compared to a lab result, within 10 minutes: 309 mg/dl (meter), 127 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.